Event description:
Devilbiss healthcare was notified by an authorized service center of an incident involving an oxygen concentrator. The unit was sent to the service center with a complaint of "alarming," with no report or evidence of illness, injury or medical treatment associated with the complaint. During the course of the device evaluation, the service technician observed potential thermal deformation of the base. The unit was returned to devilbiss for further evaluation, which revealed evidence of operation in a dusty and cigarette smoke filled environment. The internal tubing is yellow-stained and there is a cigarette odor when operating. There are no high temperature alarms recorded, the cooling fan is operating to specification, and there is no evidence of internal thermal deformation. The deformation of the base is the result of operating the unit too close to an external heat source.